Event description:
An increased intra-peritoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 2. The fill volume was 2500ml and the total drain volume was 4205ml which meets iipv criteria. Product surveillance followed-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010. The pd rn was notified of the iipv found. The pd rn stated the patient had been having some discomfort and had an ongoing issue with fibrin. The home patient (hp) was switched to continuous ambulatory peritoneal dialysis (capd) so the nurses could figure out the issue. They found the hp was producing a large amount of fibrin and this was plugging the drain line. The pd rn stated the hp would soon go back on therapy with the machine, only with more heparin.

Event description:
Customer allegedly received the following results, with two different roche meters, within 2 minutes: 67 mg/dl (aviva) and 112 mg/dl (advantage) customer dosed insulin based upon the reading of 112 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage system. (B)(4).